Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one 0.035 in x 45 cm guidewire was returned for evaluation. Stretching was noted on the guidewire and the distal ends of both core wires were visible outside of the coiled wire. Based on the findings, the investigation is unconfirmed for the reported improper guidewire/needle fit issue and confirmed for frayed guidewire. It is likely that the identified frayed guidewire issue contributed to the reported fit issue. However, the definitive root cause for the reported and identified issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the guidewire was inserted into the needle and would not advance. A guidewire from another manufacturer was used to complete the procedure. There was no reported patient injury.